Manufacturer narrative:
One device was received for evaluation. Visual inspection found a delaminated downstream occlusion seal. Functional and visual tests were performed and the reported issue was duplicated. The cause of the reported issue was due to a missing pin inside the remote dose connector. As a result, the downstream occlusion seal was repaired. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited a broken bolus connector. During physical inspection, it was found that there was a delaminated downstream occlusion seal. There was no patient involvement, no patient injury was reported.